Manufacturer narrative:
Date of event: date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they were not able to recharge their ins anymore. Pt said they unlock the controller and it searches for the device and then when they connect the recharger (rtm), it tells them to reposition the recharger and never goes into "charge mode". Pt said it had been sluggish for 2-3 weeks and not working properly. Pt said they had taken the battery out and that seemed to have resolved their issue until the last day or so. Pt inspected the rtm and controller port; pt said they both looked good and pt does not notice the rtm getting hot while recharging. On the call, pt was trying to charge and controller was stuck on the checking the recharger screen. Pt said they were able to recharge last night and adjusted their stimulation. Pt said then after adjusting their stimulation, they could no longer connect with or without the rtm; without rtm - pt is seeing no device found (ins is charged). Pt's stimulation was stuck on high and they said they have to keep their head down because if they lift it, they get shocked; they cannot access therapy to turn down stimulation. An email was sent to the repair department to replace the rtm and controller. The pt was also re directed to their healthcare provider (hcp)/manufacturer representative (rep) while waiting for replacements to possibly get stimulation adjusted.